Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that there was a leak on the catheter. A zelante angiojet catheter was selected for use for a thrombectomy procedure in the left upper extremity vein. When the device was attempted to use during thrombectomy mode, it was observed that there was a leak about 10 cm from the tip of the catheter. They thought the device could have been kinked. The physician stopped using the device at that point. A solent omni angiojet catheter was used to complete the procedure. There were no complications reported and the patient's status post procedure was reported as fine.